Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 50 mg/dl. Customer was assisted with resetting their bolus delivery based on their healthcare provider's instructions. Customer was assisted with adjusting their basal rates and declined to troubleshoot for low blood glucose levels. Customer advised they changed the way they eat and had no further issues with the device.